Event description:
It was reported that a minor cs perforation was seen on fluoroscopy. The implant was continued, with the lv port plugged. A lv lead will be implanted at a later date. No further patient complications have been reported as a result of this event.